Event description:
It was reported that during a device check in clinic, it was noted that the right ventricular (rv) lead was not capturing. X-ray showed that the lead was dislodged. The lead was explanted and replaced. The patient is in stable condition.